Event description:
Customer called to report while priming the pump the lead screw did not rotate completely and the insulin was not exiting. High bgs were treated with a manual injection. Troubleshooting was performed. The lead screw did not make a complete rotation and the insulin did not exit. Device was not dropped, bumped, or exposed to moisture.